Event description:
It was reported that during a ptcra procedure, the 1.5mm burr became stuck in the lesion. The lesion was located in the severely calcified and 100% stenotic right coronary artery (rca). Several dilatations were performed with a ryujin 1.5mm and a sprinter 1.5mm otw balloon catheters, from the distal rca to the proximal rca after crossing with a retrograde approach. A ottimo balloon was inflated several times from the proximal to the distal rca, however, the balloon ruptured due to the severe calcification. A quantum maverick 2.5mm x 20mm balloon was used for the dilatation, however, it did not fully expand. The 1.5mm burr became stuck in the lesion during the third ablation. Several techniques were utilized in an attempt to remove the burr; however, there were all unsuccessful. Therefore, the patient was sent to surgery for removal of the burr. The patient status was reported as "stable."

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The root cause of this complaint could not be determined.